Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported (B)(4) 2012 because the meter allegedly powers off during use. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the battery's voltage was found to be low. After pa replaced the battery, the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.